Event description:
It was reported the customer experienced high blood glucose. The mother reported treating the customer's blood glucose with the insulin pump, but treatment did not lower their blood glucose. The customer's blood glucose was 426 mg/dl at the time of incident. Customer's current blood glucose was 544 mg/dl. Troubleshooting did not find any damage to the customer's drive support cap. Customer's mother declined to check for site/insulin issues. Customer's mother reported an inch of space at the of the customer's tubing. It was also reported the customer's bolus history did not display all entries based on their recollection. The insulin pump passed a high pressure test. Customer's mother will call back if further assistance is needed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.